Event description:
The pt was implanted with an obtape trnasobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, infection, bleeding, dyspareunia, inflammation and odor. No other info is available.